Event description:
It was reported that the patient experienced a loss of stimulation in her lower back but was feeling stimulation in the pocket area. An x-ray was performed which showed that the lead had pulled out of the epidural space. As a result, the thoracic lead was going to be revised. Patient symptom of pain at the device pocket was noted. There was no patient injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n357014, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Additional information received reported that the lead was revised "as the anchor came loose from fascia and lead slid out of epidural space." It was stated that the revision was done and a new lead was placed. It was noted that the patient outcome was "good" with "no complaints at this point."